Manufacturer narrative:
The t:slim x2 g5 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load process, the customer remained connected when filling the tubing with 10.2 units of insulin and inadvertently delivered insulin. At the time of the reported event, blood glucose (bg) level was 128 mg/dl. A new cartridge was loaded successfully and the customer reported carbohydrates were consumed to ensure bg level remained within range. During a follow-up call, the customer reported doing fine.